Event description:
Customer reported device results have been 200 points higher than thought reading should be; however no values were provided. Recently, customer passed out. Ambulance was called at 3:00 and their device = 44 mg/dl. Customer was given orange juice. No controls used. Test strips are expired. A request was made for return product and replacement product was sent.